Manufacturer narrative:
The manufacturing records for the packaging of valve onxane-25 serial number (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation a non-conformance was noted; however, it is unrelated to the reported event. A review of the available information was performed. Onxane-25 sn (B)(4) implanted (B)(6) 2016. The patient (unknown age or gender) experienced a stroke assumed to have occurred approximately (B)(6) 2018 (1 year 309 days post-implant). The patient's inr is reported to have been 1.8 at the time, though it is not clear from the text if this was actual or target " ...on-x patient had a stroke while the patient was at an 1.8 inr." We also do not have an inr history to evaluate long-term compliance. An inr of 1.8 for the isolated on-x aortic valve is the current recommendation [IFU, puskas 2014 , puskas 2018], but with no record of inr compliance, nor any medical records, we can only evaluate this event from the perspective of historical experience. Stroke is a recognized potential adverse event [IFU] and for rigid heart valve replacement, the rate of occurrence is 3.0 %/valve-year [iso 5840:2005]. Stroke is a recognized potential adverse event for any mechanical aortic heart valve recipient, but limited information prevents us from concluding what, if any, relationship the valve has to its occurrence in this particular case. Root cause for this event is unknown. No further action is required at this time. Should additional information become available, it will be evaluated and the complaint will be reopened. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, patient received an on-x aortic valve in (B)(6) 2016 and had a stroke at inr 1.8 on (B)(6) 2018.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, patient received an on-x aortic valve in (B)(6) 2016 and had a stroke at inr 1.8 on (B)(6) 2018.